Event description:
It was reported that during follow up, increased capture threshold and decrease in pacing impedance were observed. Upon interrogation, no capture was observed with maximum pacing output. The patient experienced diaphragmatic stimulation when rv pacing. Fluoroscopy showed that the lead had perforated the heart. The lead was explanted and replaced when repositioning was unsuccessfully. The patient was in stable condition after the procedure.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.